Event description:
During the index procedure an impact av access was used to treat the left arm venous anastomosis. Approximately 8 months post procedure patient suffered infection of graft in left upper extremity. The index procedure arteriovenous access point had not been used for 2 weeks prior to infection and was considered abandoned. Patient was treated for localized nonhealing wound of left upper extremity arteriovenous graft. The graft was dissected, and the incision was treated with betadine peroxide solution. Patient discharged, resected graft was cultured. Patient was started on vanc/zosyn and cultures grew staph lugdenensis and candida parapsilosis. ID was consulted. Patient was discharged with plan for 6 week course of intravenous cefazolin (given during hemodialysis outpatient) + po fluconazole. Purulent discharge seen during follow-up visit with surgeon. Explant and exenteration of remainder of graft was scheduled and the procedure took place. Patient discharged. Patient recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.